Manufacturer narrative:
(B)(4). Information was not provided by the initial contact.

Event description:
It was reported that during an unknown procedure, the lap disc broke during insertion. There was no patient consequences.